Manufacturer narrative:
Additional information was revealed on 9/6/2019, and the complaint has been reassessed. This complaint is indicative on generalized illness. FDA codes 2093 (swollen lymph nodes) and 1930 (infection) are being removed. Updated to 3191 to represent generalized illness. The contralateral prosthesis is now suspected to be indicated in the patient¿s concerns and is being reported under 1645337-2019-20576. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with an unknown mentor gel implant experienced right sided rupture post procedure. The patient did not report an MRI. The patient saw a health care professional. The patient also reported that she had developed a lump under her right arm that was determined to be an infection of the lymph nodes. The patient states she has been very sick and underwent three blood transfusions. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.